Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient received a pump for induction cancer pain earlier this year (march). The date (B)(6) 2022 is considered an approximate date of pump implant (specific month and year known only). At the first pump refill on (B)(6) 2022 there was slightly more medicine in pump than should; expected reservoir volume (erv) was 7.5 ml and actual reservoir volume (arv) was 8 ml. At the second refill on (B)(6) 2022 arv was 40 ml and erv was 10 ml. It was noted that the pump was too full every time there was a refill and the patient didn't received medicine. At the last refill on (B)(6) 2022, the pump volume again too high as arv was 37 ml and erv was 26.6 ml. The pump was emptied and filled with saline (nacl); the pump was set to a minimum dose rate. The patient went back to oral medication. No pump alarms went off. The patient had pain symptoms. There were no known factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2022. Surgical intervention was planned to occur on (B)(6) 2022. The patient's medical history and weight were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, serial: unknown, implanted: unknown, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.